Event description:
It was reported that during a laparoscopic low rectal cancer surgery, the round snout of the circular stapler was stuck and the anvil did not tilt after firing. It was also reported that the manual handle was used and the firing can only be half-fired, the surgeon was able to press the green button and squeeze the handle. A new device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: eeaxl25 eea xl 25mm-4.8sgl use stapler (lot#: p3f0042s) egiaustnd endogia ultra univ std stap (lot#: p5g1154s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.